Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature reading may not have been accurate.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review could not be completed due to the unknown product catalog # and lot number.

Event description:
It was reported that the temperature reading may not have been accurate.